Event description:
The customer reported hydrogen peroxide contact. This incident occurred approx two to three months ago, the customer was unsure of the date. The customer reported itching and white spots on his hands. He went to the ER where he was treated with an unk ointment. The customer stated that he recovered within 24 hrs. The customer stated that the vaporizer plate was not in place.